Event description:
A report was received that the patient was experiencing tenderness at the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing tenderness at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected from the explanted devices. The explanted devices were not returned to bsn as they were discarded by the medical facility.